Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) after hearing alert tones. It was noted that the impedance of the right ventricular pace/sense lead had increased in the two days post implantable pulse generator (ipg) revision. It was unclear if the impedance increase was related to the connector of the ipg or the right ventricular lead. The lead was capped and replaced and the ipg remains in use. The patient further reported "light headedness" occurred during telemetry. No patient complications have been reported as a result of this event.